Event description:
I had essure placed. Since having essure, I have had a (invalid) of health problems, some studies would say are due to inflammatory responses. Lupus, thyroid issues, and parathyroid tumor. The last year, there is no other reason to explain other than the essure, the increased very, very painful cramps during menstruation.